Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent with a .035 non-medtronic (supracore abbott wire) guidewire during treatment of a 120mm calcified lesion in the patient¿s left mid distal superficial femoral artery (sfa) popliteal artery. Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 95% stenosis. Artery diameter reported as 5.5mm. There were abnormalities reported in relation to anatomy. Tortuous aortic bifurcation was reported. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with 4x120, 5x200, and 6x200 evercross pta balloons. The vessel was post-dilated with a 5mm evercross pta balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. The physician used live flouro while he tracked the stent through the sheath and over the bifurcation. The stent was able to track and get positioned at the target location with no issues noted at this point. The stent deployment started with no issues and was almost 50% deployed when the physician then stated that the thumbwheel was no longer feeling like it was retracting. Multiple turns were made with no progress to the stent deployment. The field rep walked the physician and the tech through the steps to cut the strain relief and open the inner housing of the handle assembly to try and turn the thumbwheel into a pin-and-pull deployment mechanism. It was at this point that the physician pulled on the wire located inside the stent housing and continued to pull until the entrusts inner-wire had become detached from the rest of the system. The physician at this point grabbed the isolation shaft of the entrust stent and slowly removed the system all together. The stent was elongated to around 230mm but was able to fully deploy in the patient. Stent placement was not adjusted after flowering, the stent was positioned through the lesion and had no movement prior to the issue h appening. A digital subtraction angiography (dsa) run showed that the distal end of the stent was deployed okay, and the proximal end was elongated, but had some wall opposition. The physician took the previously used 5x200 evercross pta balloon and post-dilated the stent, the evercross balloon was used as a post-dilation balloon to expand the stent struts where applicable. The proximal end of the stent was elongated, so the physician wanted to make sure that we had as much wall apposition as possible. A final dsa run showed that there was no migration, and there was no embolization to the distal vessels. The case was completed using a non-medtronic (abbott starclose) closure device. No patient injury reported.

Manufacturer narrative:
Product analysis device returned in bio hazard bag within shipping carton. Device details on packaging label match details in gch. The device was returned dismantled, the strain relief had been cut off the device due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.